Event description:
Customer reported the system would not power up. No patient injury was reported.

Manufacturer narrative:
A ge representative assisted the customer over the phone. Customer reset power cord fuse. System operates as intended.